Manufacturer narrative:
Patient's weight unavailable.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and a right atrial (ra) lead due to lead recall. Spectranetics lead locking devices (llds) were inserted into each lead to provide traction to aid in lead extraction. The physician used a spectranetics 16f glidelight laser sheath in the procedure. It was reported that the extraction went smoothly as the physician was working to extract the rv lead. The glidelight device was used to lase down to near the distal tip of the rv lead, and the lead released. When removing the glidelight device from the patient''s body, the patient''s blood pressure dropped. Rescue efforts began immediately, including rescue balloon, bypass and sternotomy. An injury was discovered at the superior vena cava (svc)/innominate junction, and was repaired successfully. The physician stated she believed that the glidelight device was tamponading the tear while it was in use, and once the device was removed, the injury was detected. Once the patient was stable, they removed the ra lead successfully. The patient survived the procedure. There was no alleged malfunction of any spectranetics device in use during the procedure.

Manufacturer narrative:
H6): manufacturer received an email from FDA on 15 mar 2021 providing a list of MDR's submitted by the manufacturer that included an invalid exemption number. The purpose of this supplemental report is to clarify that the MDR submitted is not the subject of an approved exemption and therefore number ¿5645646¿ included in the ¿exemption number¿ field was submitted in error. This exemption number has now been removed.